Manufacturer narrative:
Lot #: definitive lot number could not be positively determined with the information provided. Investigation is ongoing, no conclusion can be drawn. No device was returned. Review of manufacturing records for both possible lot numbers have been requested.

Event description:
Device report from (B)(6) in (B)(6) indicates a female patient, implanted with the ti sternal locking straight plate- 20 holes was returned to the operating room for removal of the broken plate. This report is #1 of 2 for the same event.